Event description:
It was reported that during the implant attempt of the subcutaneous coil, defibrillation thresholds were unsuccessful at 35 joules in all shocking configurations. A new competitor device was then implanted successfully the following day. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.